Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the site experienced an issue with the heartmate touch (hmt) disconnecting and alarming after priming while extended silence mode was active, but before the pump was reconnected. After reconnection, there were difficulties establishing a connection with the ipad touch. Although the connection was eventually established, the system did not allow the pump to be started. The site proceeded with a system controller exchange, after which the system functioned as expected. The controller was replaced. The site requested a warranty replacement of the controller, as it was unclear whether the issue originated from the controller or the hmt.